Manufacturer narrative:
On 30-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small during the procedure it was noted that the film on the carto vizigo¿ 8.5f bi-directional guiding sheath - small had been peeled off at the time of puncture, so could not be inserted into the puncture site. Timing when complaints occurred was when cable was connected. The sheath was changed. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the tip was found bumped and peel, a part of the external film had been detached from the tip on the device. This damage could have been done during the procedure. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. A device history record review was performed for the finished device 00002023 number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small during the procedure it was noted that the film on the carto vizigo¿ 8.5f bi-directional guiding sheath - small had been peeled off at the time of puncture, so could not be inserted into the puncture site. Timing when complaints occurred was when cable was connected. The sheath was changed. The procedure was completed without patient's consequence. The film had been peeled off. The internal sheath mechanism was not exposed. The tip was not rough or non-slippery. The end of the sheath was peeled up. There was no problem with the electrodes. Broken tip is MDR-reportable.

Manufacturer narrative:
On 20-feb-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).